Manufacturer narrative:
The insulin pump alarmed button error after boot up and no button response on the up arrow button due to corroded keypad traces noted. Device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that he was having dinner when he noticed the up arrow button was stuck and the insulin pump alarmed button error. Blood glucose value was 61 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.